Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51 mg/dl. The customer also reported about the auto suspend feature if the insulin pump. The customer had a low in the night but the insulin pump didn't suspend. However, the customer didn't have low setup programmed , the customer didn't turn on alerts for suspend on low before. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.